Event description:
It was reported that a patient underwent an anterior and posterior pelvic floor repair procedure in early 2008. It was reported that during the procedure, the surgeon hit the iliac artery and the patient had significant bleeding. Post-operatively, an internal bilateral iliac artery ligation was performed. The patient was given six units of blood and one unit of platelets. The source of the bleeding was unidentifiable; however, the surgeon opines that the injury was probably caused by the cannula guide with the cannula during one of the four passes for the anterior repair. The patient stayed in the coronary care unit for forty-eight hours. The patient is now doing fine.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatchs submitted for this device. See also medwatch 2210968-2007-00272. The same device is represented in each medwatch as it was involved in two events. The same patient is represented in each medwatch.